Manufacturer narrative:
The event occurred at the (B)(6) hospital, (B)(6). Device evaluation: evaluation of the returned device found no device issues. A direct correlation between the device and the reported infection could not conclusively be determined. Evaluation of the sealed inflow and outflow conduits revealed no evidence of adhered depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly revealed no evidence of adhered or well-developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed the device met applicable specifications. The instructions for use lists infection as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient's blood cultures had been positive for enterococcus since after implant. The bacteremia reportedly had cleared once, but the cultures became positive again. A possible source for the bacteremia was not provided. All medical devices inside the body were explanted, including the lvad and a cardiac resynchronization - defibrillation therapy (crt-d) device. There were reportedly no issues with the function of the lvad. After the devices were explanted, the patient was supported with inotropic medications, an intra-aortic balloon pump (iabp), and an unspecified temporary ventricular centrifugal pump. As of (B)(6) 2016 the patient remained on the iabp and inotropic support. No additional information was reported.

Event description:
Additional information: it was reported that the patient experienced a bacterial infection on (B)(6) 2016 and was treated with unspecified surgical and drug therapy. The patient also had respiratory failure. On (B)(6) 2016, the pump was explanted and it was suspected that patient had an infection including the pump. It was reported that the patient developed sepsis. It was reported that patient expired on (B)(6) 2016 due to septic shock.